Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no. 369714, batch no. 8249585. It was reported that during use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes a tube broke while filling up the tube. The following information was provided by the initial reporter: email rcvd, - "a blue top vacutainer shattered while collecting blood work on a patient. When the vacutainer was pulled out of the luer lock only half of the vacutainer came out. The vacutainer had shape edges and was full of blood so it was disposed of in a sharps container. Patient was bleeding everywhere because the blue top was still connected and the blood was still flowing from it. No one was hurt. Please be advised (B)(6) received complaint (B)(4), regarding cat #: 308-369714 (vacutainer tube blue hemogard closure 4.5ml solution), and the details of the complaint are outlined below. Please review our complaint and advise on the next steps. Customer was advised to retain a sample if you choose to retrieve it for your investigation. If you wish to contact customer directly we can arrange that."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no. 369714, batch no. 8249585. It was reported that during use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes a tube broke while filling up the tube. The following information was provided by the initial reporter: email rcvd: "a blue top vacutainer shattered while collecting blood work on a patient. When the vacutainer was pulled out of the luer lock only half of the vacutainer came out. The vacutainer had shape edges and was full of blood so it was disposed of in a sharps container. Patient was bleeding everywhere because the blue top was still connected and the blood was still flowing from it. No one was hurt. Please be advised medical mart received complaint (B)(4), regarding cat #: 308-369714 (vacutainer tube blue hemogard closure 4.5ml solution), and the details of the complaint are outlined below. Please review our complaint and advise on the next steps. Customer was advised to retain a sample if you choose to retrieve it for your investigation. If you wish to contact customer directly we can arrange that".